Event description:
The x8000 light source s/n: (B)(4). To remind you we have a x8000 here that during a surgical case, the physician smelled of something of a burning smell. Just a few minutes later, the light source x8000 stopped working, the light went out and would not work after that. After further investigation, it appears that the board that times the light hours has melted with a darkened color to it where it has melted due to excessive heat. This unit has an original stryker bulb from your company and no other manufacturer has worked on this unit. I have other x8000 light sources with some noticeable similarities. Please respond for further action. Thank you.